Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that heparin 25,000 units/250 ml (100 units/ml) was programmed to infuse at a rate of 15 ml/hour instead of the intended dose of 15 units/kg/hour. The patient's regularly scheduled ptt was elevated however there was no active bleeding or other adverse effect reported and there was no medical intervention. The customer reported a general issue with the dose being mistakenly entered in the rate field during programming.